Manufacturer narrative:
(B)(4). This event was reported in the line listing of the interim post-approval study status report for PMA p040047, submitted to the FDA on (B)(4) 2010. Since the adverse event required antibiotics to correct the uti, this event was determined to be a reportable event. The coaptite lot had not been recorded in the pt's chart. The most probable lot used was requested by the USA distributor, boston scientific corporation.

Event description:
(B)(4). A pt (B)(6), was enrolled in the (B)(4) for stress urinary incontinence. The pt was injected with 2.0 ml coaptite on (B)(6) 2008. The pt developed a mild urinary tract infection on (B)(6) 2009 (more than 18 months post injection). The physician feels this is definitely not related to the coaptite implant. The pt was treated with macrodantin for 5 days, at which time the symptoms resolved. Also reported was on (B)(6) 2010, that pt developed cystocele, which was not treated. Again, the physician does not feel this is related to the coaptite implant.